Event description:
Reportedly, during incoming inspection, one of the progression lights of the subject home monitor was not properly lighting. Preliminary analysis of the returned home monitor confirmed the reported issue: the light guide of the progression lights was dislocated preventing the light of the led to reach the upper plastic shell.

Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20191204 - file-2019-03118 - analysis_and_closure_report_resp-2019-01687.pdf].

Event description:
Reportedly, during incoming inspection, one of the progression lights of the subject home monitor was not properly lighting. Preliminary analysis of the returned home monitor confirmed the reported issue: the light guide of the progression lights was dislocated preventing the light of the led to reach the upper plastic shell.